Event description:
Lead management case to extract one 6949 cardiac lead due to lead fracture. The physician began the case by prepping the lead with an lld ez lasing with a 14f glidelight. The lead was removed without difficulty. The physician then placed a wire but was unable to progress the new rv lead down for implant. A decision was then made to extract the ra lead to obtain better access. At this time an additional unknown capped lead was located. The physician noted significant lead on lead binding between the ra lead and the unknown capped lead but was finally able to remove the ra lead with increased laser use. When pulling out the ra lead a piece of wire from the abandoned lead was attached. Access for re-implant was attempted again when a pneumothorax was noted on the right. A left thoracic incision was made revealing that an svc tear was present. The CT surgeon performed a sternotomy and repaired the tear. The patient survived the intervention.